Event description:
A customer reported to olympus, during an unspecified therapeutic procedure, an event occurred with the use of 2 sonicbeat scissors. The scissors quickly displayed an error during use on the generator at the start of the operation and while cleaning with a compress at the end, the probe broke. The probe broke outside of the patient¿s body. The coating of the thermos coagulation clamp disintegrated after 3 minutes. The procedure was completed using a replacement device. There was no report of patient harm associated with this event. Related patient identifier: (B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation but the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation and a partial separation of the tissue pad was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the peeling of the tissue pad occurred due to the following reasons: by outputting ultrasound with the gripper closed without gripping the tissue (including after the tissue was cut), the tissue pad was worn out, and some parts of it tore and peeled off. The event can be detected/prevented by following the instructions for use which state: "do not activate output while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting or vessel sealing is performed, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation". Olympus will continue to monitor field performance for this device.